Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log file data revealed history of multiple motor start events with parameters outside of the typical range.  The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 11:32:31, on (B)(6) 2023 at 08:27:11, on (B)(6) 2023 at 00:03:16, and on (B)(6) 2023 at 12:35:43 in which the motor start parameters were atypical. As a result, the atypical motor start finding was confirmed. In addition, log file analysis revealed 31 low flow alarms logged since (B)(6) 2024. This is an additional finding not related to the atypical motor start finding. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial #: (B)(6) d9: no h3: no h4: mfg date: 19-jan-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that additional motor start events with starting parameters outside of the typical range were noted on further review of log files data. It was reported that the motor starts were attributed to accidental double disconnections of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted as investigation summary was revised. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the manufactu ring documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed motor start events recorded on 18/aug/2023 at 11:32:31, 10/sep/2023 at 08:27:11, 29/oct/2023 at 00:03:16, 30/nov/2023 at 12:35:43, 27/june/2024 at 00:52:20, 00:54:06, 05:57:53, 29/nov/2024 at 09:03:02, 31/dec/2024 at 08:00:48, 07/mar/2025 at 09:04:15, 28/apr/2025 at 08:55:04, 13/june/2025 at 07:27:03, in which the motor start parameters were atypical. Review of the event file revealed nine (9) controller power up events with associated pump start events logged on 27/june/2024 at 00:52:10, 00:54:02, and 05:57:47, on 29/nov/2024 at 09:01:44 and 09:02:57, on 31/dec/2024 at 08:00:39, on 07/mar/2025 at 09:04:10, on 28/apr/2025 at 08:54:55, and on 13/june/2025 at 07:26:54, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the losses of power were not available. The controller was without power for an average of thirteen (13) seconds, per loss of power. In addition, log file analysis revealed one hundred and twenty-nine (129) low flow alarms logged since (B)(6) 2024. One (1) high watt alarm was logged on (B)(6) 2025. Additionally, review of the alarm log file revealed one (1) critical battery alarm was logged on (B)(6) 2025 at 03:41:35 involving (B)(6), which was due to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). The low flow, high watt, and critical battery alarms are additional findings, not related to the reported event. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the observed low flow and high-power event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, multiple factors may have contributed to the observed high-power event including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the observed critical battery alarm can be attributed to the patient allowing the batteries to deplete to below 10% rsoc, triggering critical battery alarms. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources, as described in the event details, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.